Event description:
Hamilton medical ag received the following event description: the device alarmed with air supply failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.